Event description:
It was reported the gastrointestinal videoscope had protruding elements (fibers/brush fragments) in the nozzle near the imaging lens. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in knobs, scope cover, switch box, grip, control section, scope connector, universal cord, protector of universal cord on scope connector side and connecting tube. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. And the most probable cause of the additional malfunction found during evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.